Event description:
User ran a patient sample for vancomycin which gave 3 ug/ml and was reported. The doctor mistakenly ordered vancomycin instead of tobramycin to be run on this sample and then questioned the vancomycin result reported as not possible due to patient not being treated with vancomycin. The next day the sample was repeated twice giving 3.5 ug/ml on this i400 "a" s/n (B)(4) and 4.36 ug/ml on the other i400 "b" s/n (B)(4) at the site. On (B)(6) 2010, the sample was sent to another facility for testing giving vancomycin results of 0.24 and 0.47. These results were accompanied by a limit low data flag. Analyzer/method and units of measure were not provided. The sample was returned back to the customer and on (B)(6) 2010, the sample was again rerun on i400 "a" giving 4.5 ug/ml. On (B)(6) 2010, a second sample was obtained from the patient and tested on both i400 analyzers at the site giving 4.2 ug/ml on i400 "a" and 4.66 ug/ml on i400 "b". On (B)(6) 2010, two additional samples were obtained from the patient and tested. Both samples (serum and plasma) gave < 0.7 ug/ml run on i400 "a". The patient was not adversely affected by the reported result. Vancomycin reagent lot number, 61383801. The field service representative was unable to find a cause. He checked system analytics for any issues with rinsing/washing probes and verified analyzer photometry. He ran check cassette precision and accuracy performance tests which passed within specification. Analyzer verified to be performing within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
The user received a discrepant creatinine result for one patient sample. The initial result was 5.31 mg/dl, the repeat results on (B) (6) 2010, were 1.66 and 1.69 mg/dl. The initial result was reported. The user did not know if any treatment was performed. The creatinine reagent lot number was 61942201. It was determined the user had an incorrect setpoint for the calibrator standard. The field service representative determined there was a defective work station in/out assembly and replaced it. He performed a work station accuracy check, rotor initialization, check test for precision and a work station cuvette handling check. To verify the analyzer operation, the user ran qc with all results within specification.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00899 for the other associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a procedure performed on (B)(6), 2010 ((B)(6) male; weight unknown). According to the complainant, an ultraflex tracheobronchial stent was being placed in the right main stem of the patient's lung as a palliative measure for a malignancy. Once in position, the physician attempted to deploy the stent. Pulling the deployment suture however, would not completely release the device. The stent was only partially deployed and pulling the deployment suture further caused the device to bend. The physician removed this device and attempted to place another ultraflex tracheobronchial stent, only to get the same result. The procedure was completed with a competitor's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Further investigation was not possible, as no samples were available for return by the customer and samples cannot be artificially prepared. On 03/31/2010 customer reported no further issues.

Manufacturer narrative:
Correction to patient vancomycin result and date of testing incorrectly reported in initial medwatch as follows: initial medwatch reports the initial patient sample was repeated the next day ((B) (6) 2010) giving 4.36 ug/ml on the other i400 "b" (B) (4) at the site. Correction: on (B) (6) 2010, the initial sample gave 5.36 ug/ml when run on the other i400 "b" (B) (4) at the site. Reference medwatch report with (B) (4) for MDR on the second analyzer involved in this event.